Event description:
Patient was getting cytoxan infused. When bag almost infused the patient noticed a few drips coming from the pump and a few drips on the floor. Looked like drips coming from tubing and running down through the pump.